Event description:
A cartridge alarm was reported by the customer, with a blood glucose level of 600 mg/dl at the time of the issue. The customer administered a correction bolus using the pump, which did not require third-party assistance. Technical support confirmed multiple consecutive cartridge alarms and resolved to replace the pump. There was no backup therapy available, so the customer planned to consult a healthcare professional. A replacement pump with updated software was sent to the customer, who received instructions on storing the old pump and returning it via ups. The customer acknowledged all instructions, and a signature was required for delivery.